Manufacturer narrative:
More info surrounding the event has been sought. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that when the ventilator was placed too close to the MRI scanner, the screen went black and an alarm was generated. There was no pt involvement. (B)(4).